Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel(device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kuget (device #2). An additional emdr was submitted to represent the bard/davol ventralex (device #1). Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard." Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1). On (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #2). The patient is making a claim for an adverse patient outcome against the ventralex(device #1) and composix kugel (device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol ventralex(device #1). (B)(6) 2011: the patient underwent surgery for implant of an unspecified bard/davol composix kugel(device #2). The patient is making a claim for an adverse patient outcome against the ventralex(device #1) and composix kugel(device #2). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided : (B)(6) 2008 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex mesh (device #1) . Per operative notes, "the umbilical defect was noted and reduced. A ventralex mesh (device #1) was placed into the defect and sutured." (B)(6) 2011- patient was diagnosed with recurrent incarcerated incisional hernia repair and pain thereby underwent open repair with the implant of composix kugel mesh (device #2) and removal of mesh (device #1). Per operative notes, "the old mesh (device #1) was removed and the adhesions were taken down. A composix kugel mesh (device #2) was placed and sutured." (B)(6) 2015 - patient was diagnosed with partial small bowel obstruction and adhesions thereby underwent laparoscopic repair with the explant of composix kugel mesh (device #2), small bowel resection and lysis of adhesions. Per operative notes, "loop of small bowel was firmly adhesed to the mesh (device #2). The adhesed bowel was dissected from the mesh. The inferior aspect of mesh had folded. The mesh was invading the small bowel and this area of small bowel was resected. The small mesenteric defect was closed." Attorney alleged that the patient had adhesions, bowel obstruction, bowel removal, pain, hernia recurrence and emotional injuries. It was also alleged that the composix kugel mesh folded over exposing rough edge to small bowel, nausea, abdominal cramps, swelling, post operative ileus.

Manufacturer narrative:
"There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davolcomposix kugel(device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 5 months post implant of composix kugel mesh, patient was diagnosed with erosion, bowel obstruction, adhesions & pain thereby underwent removal of mesh. The instructions-for-use supplied with the device list adhesions as a possible complication. This supplemental emdr represents the bard/davol mesh ¿ composix kugel (device #2). Additional supplemental emdr was submitted to represent the bard/davol mesh ¿ ventralex (device #1). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard."